Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was MRI tech called after speaking with pt who reports that in (B)(6) 2023 she had a hemorrhaging complication in her back (believed to be from something unrelated to implanted system, but unsure), and the leads to her ins were removed so that they could do surgery. The pt reported that her ins was left implanted. Patient called from number registered regarding the event in this case. Pt said they had a laminectomy end of april (confirmed not related to ins), but 2 days later they had hemorrhaged so they had to be taken to the hospital and during the surgery, the hcp had to remove the leads to access the entire hematoma. Patient said they were just told the hcp removed the leads, but now pt was having a problem with their neck (pt said going on 4 weeks on saturday where they couldn't look up and if they turned the wrong way they'd have electrical shocks going up the back of their head and down their arm) and needed an MRI. Pt said they had mris before the surgery in april and put their device into MRI mode, but was never taken back out of MRI mode after the leads were removed. Pt said before the MRI they need now, they took an x-ray first, which showed the ins was still implanted, but so was a lead that had been cut. Pt said the x-ray was only of their buttocks, so they didn't know if there were still parts of the lead in their back and pt didn't trust the hcp anymore. Pt said they weren't able to have the MRI now because of the ins and cut lead still implanted, another doctor won't touch them, and they couldn't get ahold of the hcp that did the surgery. Pt said they and their insurance have called around, but no one would touch pt since they hemorrhaged and it was still too close to the last back surgery (pt said they were told it would take 6 months - year to heal), and the insurance paid for everything at the hospital, but now the surgeon hcp's actual office doesn't take their insurance. Pt said their reason for calling was to ask what the protocol was for removing leads and wanted that in writing as MRI tech said the protocol was that hcp should have removed everything. Agent reviewed implant manual info around "when explanting components", but also reviewed wasn't able to send to pt. Pt asked what other diagnostic tests they could have - agent recommended hcp that ordered the MRI (pt's pain doctor) call tech with questions. Agent offered physician listings in case pt needed them in the future - pt accepted and said they will see if they could explant the ins as they still needed the ins and was trying to function without it.

Event description:
A response was received from the patient reporting the issue has not been resolved and they can't find a doctor to take out the rest of the stimulator. Patient also adds they are scheduled for a CT scan and are still waiting to hear from a doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.